Event description:
The pt underwent a mitral valve repair procedure. The aortic occlusion catheter was prepped and placed in the pt. During the procedure the balloon integrity was lost. Aortic occlusion could not be maintained. A 1cm by 1cm incision was made in the pt's chest and a clamp was placed on the aorta. The surgeon had difficulty withdrawing the balloon back into the cannula as it was full of blood. The surgeon was able to manipulate the balloon catheter back into the cannula. Upon withdrawal of the balloon from the pt, a small hole was found in the balloon. The case was delayed by about 10 minutes. The procedure was completed successfully. Post operatively, it was reported that the pt's enzyme levels were high but no adverse pt consequences were reported.